Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 5.1 mmol/l. Troubleshooting for keypad anomaly was performed. Customer advised the buttons would respond intermittently. Customer advised they deliver a bolus from the bolus wizard at times. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump passed the leak test. The pump was received with intermittent buttons. The problem was isolated to the keypad assembly. The pump was received with the keypad connector properly connected. No damage or moisture damage on the keypad assembly was noted. The pump error 63 alarmed during the self test due to a cold solder joint at the keypad assembly. The pump was received with minor scratches on the lcd window, case and keypad overlay. The pump was received with a fading serial number label.